Manufacturer narrative:
(B)(4). Date sent: 10/20/2025. D4: batch #unk. Additional information was requested, and the following was obtained: could you please tell us the surgical procedure in this case and the area where the product was used? =>this event occurred during a laparoscopic transverse colectomy. It was used on colon at the 1st and 2nd firing. Do you know the location of the rectal resection (e.g., ra, rb, etc.)? The details are unknown, but it might be the distal right colon and transverse colon. Were it any abnormalities/faults in its functionality (e.g., strange sounds, jaw opening and closing, articulation, etc.) When using this product? No particular abnormalities were found. Please tell us the shape of the staples if you know. (For example, u-shaped, earthworm-shaped, etc.) It was u-shaped and b-shaped was not formed. It was like two lines instead of three lines. Was there any bleeding or tissue damage when this event occurred? There was bleeding, one additional firing each and it was removed with gst60d. ·were there any changes to the surgical procedure when additional suturing was performed? (E.g. Adding a port hole, extending the incision, etc.) No, there were not. Are there any problems with the patient's condition? No at this time. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic transverse colectomy, one row of staples on the stump side was unformed during colon resection at the 1st and 2nd firing. One more staple added to the inside and cut off with the same gst60d, and it stapled without any problems. And then there were no problems with anastomosis or closure. The device was not changed. The cartridge color was gold. Additional suture was performed to complete the case. There were no adverse consequences to the patient. No additional information provided.